Event description:
It was reported that a catheter issue occurred. An opticross hd was selected for ultrasound examination. During preparation, dark image and contamination occurred during flushing. The procedure was completed with another of the same device. There was no patient complications reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6) device technical analysis: the complaint device was discarded by the customer; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: labeling review was performed and confirmed instructions for use (IFU) contains detailed device information and instructions for the device use. Based on the available information, there was no evidence of device off-label use, or failure to follow the instructions for use (IFU). Conclusion: based on a thorough review of the reported complaint and an analysis of the returned device, the most probable cause for this complaint was considered unable to exclude device problem. Regarding the reported device contamination during use, the event may have occurred during unpacking due to unintended interaction between the user and the device. Based on the analysis and reported information, the event likely resulted from factors encountered during handling. The device history record (DHR) review confirmed that the device met all manufacturing specifications. Therefore, it is most probable that the forces leading to the reported issue were introduced during the unpacking process.

Event description:
It was reported that a catheter issue occurred. An opticross hd was selected for ultrasound examination. During preparation, dark image and contamination occurred during flushing. The procedure was completed with another of the same device. There was no patient complications reported. It was further reported that air remained in the connector after the preparatory flush and could not be removed.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device technical analysis: the complaint device was discarded by the customer; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: labeling review was performed and confirmed instructions for use (IFU) contains detailed device information and instructions for the device use. Based on the available information, there was no evidence of device off-label use, or failure to follow the instructions for use (IFU). Conclusion: based on a thorough review of the reported complaint and an analysis of the returned device, the most probable cause for this complaint was considered unable to exclude device problem. Regarding the reported device contamination during use, the event may have occurred during unpacking due to unintended interaction between the user and the device. Based on the analysis and reported information, the event likely resulted from factors encountered during handling. The device history record (DHR) review confirmed that the device met all manufacturing specifications. Therefore, it is most probable that the forces leading to the reported issue were introduced during the unpacking process.